Event description:
During a surgical procedure, a plastic fragment of the permanent cautery instrument separated from the instrument. The surgeon was unable to locate the fragment. The case was completed with the da vinci system. No pt harm was reported. No adverse outcome or injury was reported.